Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's back was killing them and had become much worse. The patient was calling to ask if the implant was meant to function the same throughout its lifetime. Up until about 4 months ago their stimulator worked and it was very livable but now it wasn't working and their doctor had them on a pain patch but it didn't seem to be helping. The doctor was thinking of trying a new laser procedure on the patient but wanted the patient to call the manufacturer to see how long the ins was expected to last because the doctor was thinking of removing the ins in order to be able to perform an MRI for their back pain. The patient tried adjusting stimulation but that didn't help. The patient noted that the ins was functional and could be charged. Some mornings they would suddenly wake up in back pain and they would realize that they let their battery run down to off so they had to charge it back up. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was having a lot of back pain that was overriding her stimulator (ins). The patient reported that her ins still worked but stuff had gotten really bad. No further complications were reported.